Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was not available and was not received. The lot number was unknown, therefore no evaluation or batch review could be performed.

Event description:
A nurse contacted baxter (B)(4) to report blood mixing with the heparin syringe during patient therapy with an aquaset 12 hf kit. At the time of the problem the set was primed and connected to the patient and after approximately two hours the heparin syringe became mixed with blood. The set was discarded and another was set up with the same results. At time of logging, the sample was not available. After three attempts, further information on sample availability was unable to be obtained. No patient injury or medical intervention was reported.